Event description:
It was reported that the patient experienced pain in the right leg. X-rays confirmed intrathecal placement of lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Additional information was received that the issue has resolved.